Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacemaker was at battery capacity depleted (bcd) state last five months ago. Boston scientific technical services (ts) reviewed the data and suggested to replace the device as soon as possible. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacemaker was at battery capacity depleted (bcd) state last five months ago. Boston scientific technical services (ts) reviewed the data and suggested to replace the device as soon as possible. The device remains in service. No adverse patient effects were reported. Additional information indicated that the pacemaker was surgically explanted and replaced. No additional adverse patient effects were reported.